Manufacturer narrative:
Correction:  on initial MDR the product problem code of 2338 was an error. It should have been 2983 on the original MDR ¿ (corrected information provided in h.6.) The product was returned for analysis and the lens was severely damaged in the device. Additional observations were as follows: the device was returned in clear plastic bag. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. Viscoelastic is dried in the device. The lens is severely crushed and segments are stretched from mid nozzle , though the nozzle tip and are exiting the device. The plunger has been retracted to mid-nozzle. The product investigation could not identify the root cause for the reported complaint "haptic comes out straight and lens get stuck". The plunger has been retracted to mid-nozzle. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. The lens is severely damaged - haptic position cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic came out straight and the lens got stuck. There was patient contact but no patient harm. The surgery was completed with a back-up iol.